Event description:
It was reported to boston scientific corporation on september 11, 2008 that a corflo cubby low profile gastrostomy device was used during a feeding procedure in 2008. According to the complainant, the button locking adapter was cracked. The device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although anticipated, the device has not been returned. A device evaluation is not available; therefore, the cause of the malfunction is undetermined.